Event description:
A problem was reported regarding catheter fracture. Patient confirmed to company representative that catheter crystallized. Patient mentioned that that something was wrong with the catheters from when they were first put in; the catheters were broken and medication never went down his spine, ¿so it cauterized.¿ no patient symptoms or outcome were reported. A follow up was requested but no additional information was received as of the time of this report. System used to deliver prialt. If additional information becomes available a report will be provided.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).